Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: the pt was treated for cystocele (also underwent repair for rectocele and vaginal vault prolapse), she experienced pain within first 6 months postoperatively. She underwent revision (B)(6) 2007 and additional revision surgery (B)(6) 2009 for erosion and development of large associated abscess.